Event description:
It was reported that the device's charge button does not work. There was no pt use associated with reported event.

Manufacturer narrative:
Physio-control provided customer with a part #, price, and contact info for the purchase of a replacement paddle assembly. The device will not be returned-no eval will be performed. Root cause for the reported event cannot be determined.